Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented for initial implant of a lead. After placement, the lead exhibited noise and high lead impedance. The lead was replaced, and the patient was in stable condition following implant, having suffered no adverse consequences.